Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during re-construction (functional end-to-end anastomosis) of mini laparoscopic colectomy, the first and the second firings were successful. At third firing (side-to-side anastomosis),the surgeon started firing, however a strange sound was heard from the handle and could not fire the device. He noted the staples appeared from the staple pocket of proximal end by 1cm. He opened the jaws. The device was replaced with a new cartridge, and the firing was completed with no problem. There was no patient injury.